Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: breakage. Review of event description: it was reported that during a surgery on (B)(6) 2017, the medullary plug broke while screwing on the setting instrument. It is stated that the pe seemed to be brittle as if the material was oxidized. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the medullary plug with drain, size 1 (ref: 981 lot: 2815740) was received for the investigation. The plug is observed to be broken at the top fin level. The origin of the fracture is not possible to identify. The fracture surfaces of the plug are noticed to be in bright white colour, which is characteristic to pe fractures. The rest of the plug has a slightly darker yellowish colour, which is a possible indicator of oxidation of the material. No other abnormalities were observed for the product. Review of product documentation - inspection plan: characteristic no.1, 100% visual inspection according to the q.20.062 - material certificate: the material certificate was reviewed and it is confirmed that the mechanical properties conform to the specifications. Root cause analysis root cause determination using dfmea: - not enough cement in proximal portion of stem for implantation due to breakage during plug insertion due to inadequate design => not possible: product design is in use long term since 1978. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - breakage of plug or single fins. Not enough cement in proximal portion of stem for implantation due to mechanical properties of material insufficient, e.g.. Elasticity or fatigue strength => possible: mat certificate was reviewed and it is confirmed that the mechanical properties conform to the specifications. However, possible oxidation of the material due to external factors in the package after it was released might have played a role in the mechanical property change. Conclusion summary: according to the event, the pe plug got broken while the surgeon was screwing on the setting instrument. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Material certificate confirms that the mechanical properties conformed to the specifications at the time of production. Inspection plan shows that the product was 100% visually inspected. Product investigation showed that the material seems to be oxidized and that might have led to britllement of the pe. The product packaging was not received and no complaint was reported regarding the packaging. It is possible that the product packaging was damaged after it was released from zimmer gmbh. Thus, the damage of the packaging might have resulted in the oxidation of the pe. However, it must have been possible to observe the change in material colour right after opening the package during operation. Therefore, it should not have been tried to be screwed on instrument in case such was observed. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information has been received on october 25, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was additionally reported that there was no surgery delay and the surgery was successfully completed with another plug.

Manufacturer narrative:
Photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017 the medullary plug broke while screwing on the setting instrument. Also reported was: the pe seems to be brittle as if the material was oxidized.